Event description:
It was reported to baxter mexico that a flogard infusion pump had a display failure. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of ?display failure? Was confirmed by baxter quality engineering as a battery issue. The display was found to be functioning within specification. However, the root cause was determined to be damaged main batteries. The main batteries were replaced to resolve the reported condition. A service history review was performed, revealing the device has not been previously sent into service and, therefore, previous servicing did not contribute to the reported condition.